Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced unexplained collapsing episodes. Reportedly, the lead displayed non sustained rv oversensing leading to pacing inhibition and long pauses due to . Deep-breathing exercises was performed. Subsequently, the issue was resolved by turning off the lfa filter. No patient symptoms were reported.